Manufacturer narrative:
The customer's stated problem was verified, the device displayed error 112 the motor is faulty causing this error code. The root cause of the issue is unknown. Based on these investigation results, no corrective actions will be taken at this time. Smiths medical regularly analyzes product complaint data and trends, and will take further actions accordingly.

Event description:
It was reported that a cadd-ms® 3 ambulatory infusion pump had system fault. No patient injury reported.